Event description:
Boston scientific received information that during implant procedure, this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead system exhibited high, out of range, shocking impedance greater than 125 ohms. Boston scientific technical services (ts) verified lead-device connection and that device was in the pocket and in good tissue contact. The cautery and external defibrillation was turned off; however, the same measurement was noted. Thus, commanded shock was performed as suggested, with a measurement of 81 ohms. Additional information was received that the lead was tested through pacing system analyzer (psa) with measurements in normal limits. The rv lead was unsuccessfully implanted and was never in service but device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.